Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). Device evaluated by MFR: the guidewire was returned. Visual and microscope inspections were performed. It was observed that the guidewire was kinked and stretched at distal section. No other issues were identified during the product analysis.

Event description:
It was reported that tip detachment occurred. The patient was supine and underwent anterograde puncture of the right femoral artery. Mesenteric artery stenosis was detected by angiography and mesenteric artery stent implantation was performed. An amplatz super stiff was selected for use. During preparation, when opened, it was noted that the tip of the guidewire was cracked. The procedure was completed another of the same device. No complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital. Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained.

Event description:
It was reported that tip detachment occurred. The patient was supine and underwent anterograde puncture of the right femoral artery. Mesenteric artery stenosis was detected by angiography and mesenteric artery stent implantation was performed. An amplatz super stiff was selected for use. During preparation, when opened, it was noted that the tip of the guidewire was cracked.. The procedure was completed another of the same device. No complications were reported, and the patient was stable post procedure.